Manufacturer narrative:
Device is being used off labeled. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for occipital neuralgia. It was reported that the impedances were out of range. The system was explanted. The event status was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
In this manufacturer's report (MFR) # 3004209178-2018-10883, it was reported that there were high impedances and the patient had their system explanted. It was corrected by the healthcare provider that the high impedances were reported in error and the system explant was previously reported. Additional review indicates the information related to the system explant pertains to MFR # 3004209178-2016-26197; any additional information related to the system explant will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the original response was an error and no impedance issues were found. No further complications were reported/anticipated.